Event description:
Surgical resident uncapped needle and grazed her index finger with tip of the contaminated needle. She had a tetanus shot due to the injury.

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.